Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as these devices were not returned. If these devices were returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a transsphenoidal procedure, the burr nicked the carotid artery while using an mr8 drill and navigation. The procedure was extended for an hour or longer and was put on hold to stop the bleeding. It was also added that the patient was transferred to a neurovascular facility to have a stent implanted.

Manufacturer narrative:
No conclusion can be drawn for em800. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. No conclusion can be drawn for mr8-nd13ba40dc. No evaluation was performed, as the device was discarded. The health care professional didn't provide the date of the second surgery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the tumor removal was halted and the patient came back a week later to complete the procedure. It was also reported that the patient had no further issues post-surgery.